Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulsed field ablation procedure, a patient experienced elevated white blood cell counts and an increased neutrophil percentage postoperatively. Given the prolonged procedure duration, a possible concurrent upper respiratory tract infection was suspected. The event was assessed as possibly related to both study and non study procedures. No hospitalization or diagnostic interventions were required, but cefazolin sodium 1 g every 12 hours was administered as anti infection treatment. The adverse event resolved three days post procedure, with no further complications reported. Use of the farawave catheter in this procedure to treat cavo-tricuspid isthmus (cti) constituted off-label use of the catheter.